Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is listed in the products instructions for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post xact stenting procedure in the right internal carotid artery, the patient experienced neuro changes where he was unable to stand and it was unknown if it was due to the groin being sore or if it was a stroke. CT of the head on (B)(6) 2011 confirmed a cerebral stroke. Patient progressed to the inability to move his right arm and leg with mild to moderate slurring of words. On (B)(6) 2011, the patient's speech improved and he was able to move his right leg, however, the right arm remained flaccid. There was no reported treatment given. The patient's condition continued but was improved and the patient was discharged to a rehabilitation facility on (B)(6) 2011. There was no additional information provided.